Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-00263, 2134265-2013-00264. It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain and myocardial infarction (mi). In (B)(6) 2012, the patient presented with stable angina (ccs classification 2) and was referred for cardiac catheterization. The de novo 1st target lesion was located in the distal right coronary artery (dist rca) with 90% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x12mm promus element plus stent, with 0% residual stenosis. The de novo 2nd target lesion was located in the mid right coronary artery (mid rca) with 80% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x32mm promus element plus stent, with 0% residual stenosis. The de novo 3rd target lesion was located in the proximal left anterior descending artery (prox lad) with 70% stenosis and was 22mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 3.50x32mm promus element plus stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. Following the index procedure, the patient had chest pain and was treated with integrelin (eptifibatide). Two days post index procedure, the patient was re-admitted due to non st-elevation myocardial infarction (nstemi). Elevated cardiac enzyme values were observed. Medication was given to treat the mi. The patient was considered recovered and was discharged on aspirin and clopidogrel.